Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident. The customer also state that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and displacement tests. The pump was received with normal operating currents. No unexpected battery power loss alarms were noted during testing. No unexpected replace battery now alarms or low battery alarms were noted during testing.